Event description:
This 35 yr old female has had previous spine surgery complicated by automobile accident with displacement of bone graft. Revision surgery was performed with placement of bone stimulations. Those were found to be malfunctioning in the office and a decision was made, because they were quite painful for the pt, to remove them.